Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated that the defibrillation impedance trend was rising. The rising of right ventricular (rv) impedance from a minimum impedance 71 ohms during the week ending on (B)(6) 2014 to a maximum impedance of 122 ohms during the week ending on (B)(6) 2015. Impedance stabilized in (B)(6) 2014 through (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had gradual increasing and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.